Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was triggered. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed to confirm the premature battery depletion (pbd) observation. The plan is to replace the device. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was triggered. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed to confirm the premature battery depletion (pbd) observation. The plan is to replace the device. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. Product return availability information has been requested to the field. Additional information was received indicating that this device is not available for return as it was discarded by the explanting facility.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as a battery depletion (bd) alert was triggered. At this time, there is no evidence to suggest that a request has been made to have data from this device analyzed to confirm the premature battery depletion (pbd) observation. The plan is to replace the device. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. Product return availability information has been requested to the field.